Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event as the issue was due to patient fall.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event as the issue was due to patient fall.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113954, md hybrid glenoid base 4mm d base 4mm, lot # 460880. Catalog #: pt-113950, pt hybrid glen post regenerex, lot # unknown. Catalog #: 118001, versa-dial/comp ti std taper, lot # 146550. Catalog #: 113632, comp primary stem 12mm mini, lot # 362610. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital did not return it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04638.

Event description:
It was reported the patient underwent a shoulder arthroplasty approximately a month ago. Subsequently, the patient is being revised for dislocation and ruptured subscapularis after a fall.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided, however not reviewed as: all 3 images appear to be post revision (reverse total shoulder) and will therefore not be sent to mmi for review. These post revision images will not aid in the investigation for instability that lead to the conversion of anatomic to reverse total shoulder. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause determined to be human factors: patient fall. It is stated that patient was medicated to assist sleeping. Patient went to the toilet unassisted and fell over. The shoulder dislocated and ruptured the repair of the subscapularis which was done during the primary procedure. Patient also noted to have parkinson's disease which may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.